Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Test strips evaluated with no defect found. Root cause: foreign material on strip connector (blood like substance). Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 05/31/2018 and strip open date is (B)(6) 2015. Strip storage is not correct. Reviewed meter memory: 23mg/dl (B)(6) 2015 01:55:00 pm fasting:yes; 23mg/dl (B)(6) 2015 01:50:00 pm fasting:yes. Customer is a non-diabetic. When he tested his blood glucose levels for the first time ever, a result of 23 mg/dl was produced. Attempted to retest glucose levels with customer while troubleshooting and a result of 23 mg/dl was obtained again. Customer uncertain of normal glucose levels. No recent changes in diet, exercise, or medications. No diabetic medications.